Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A balloon longitudinal tear was identified beginning at the proximal balloon bond and extending approximately 16mm distally across the balloon material. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 18 atmospheres. A visual and microscopic examination observed no issues with the tip of the device which could potentially have contributed to the complaint incident. A visual and tactile examination found the shaft of the device to be stretched between the markerbands. No other issues were noted with the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 9.0 x 20, 75cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at 20 atmospheres for 5 seconds, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 9.0 x 20, 75cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at 20 atmospheres for 5 seconds, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.